Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring greater than 300 mg/dl and associated symptoms of polydipsia and lethargy. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged the pump gave a warning that the active basal program was empty. The reporter stated the patient did not clear the active basal program and felt the pump cleared the active basal program itself without user intervention. During troubleshooting by animas customer support, the basal history indicated basal was zero after 02:27 until 08:53. The reporter stated the basal or prime menus were not accessed at or around that time. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a history/settings issue.